Manufacturer narrative:
Insulin pump passed the self test and the displacement test. No unexpected pump error or hardware low level failures alarms noted during testing however, the downloaded history files confirmed pump error fault isolated to the electronic assembly and hardware low level failures is found in the downloaded history files due to broken pin trace at u1 on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump errors during auto test. Customer¿s blood glucose was unknown at the time of incident. Troubleshooting was not performed for pump error. The insulin pump will be returned for analysis.